Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-dec-2024: the user reported a low blood glucose (bg) event after changing their insulin cartridge. The user filled the insulin cartridge with 150 units of insulin but later became unconscious, with 88 units remaining. The user described changing the cartridge and reconnecting the tubing but was not connected during the cartridge change. After reconnecting, the user's bg was 387mg/dl, leading to an aggressive correction dose that may have caused a low bg event. By 10am, the user's bg was stable at 153mg/dl, and they agreed to remain connected following advice from the clinical diabetes specialist (cds). The user experienced unconsciousness, headache, and dizziness, and was assisted by their spouse who provided glucose tablets and sugar to elevate the users bg levels. No medical intervention was needed, and no backup therapy was used.